Event description:
A user facility returned the olympus, model bf-260, evis lucera bronchovideoscope to olympus for repair due to a report of a leak. Upon inspection and testing of the returned device, it was found that peeling off of the coating on the insertion section was present, greater than or equal to 1 square millimeter. This report is submitted due to peeling off of the coating on the insertion section greater than or equal to 1 square millimeter. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found peeling off of the coating on the insertion section greater than or equal to 1 square millimeter due to deterioration. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. The following additional evaluation findings were also noted: insulation resistance at the tip is out of standards due to perforation. Insulation resistance is out of standards due to peeling. Angulation in the up direction is out of standards due to worn of angle-wire. Liquid leaks due to perforation. Liquid leaks due to crumpled part of distal-end. There are white dots at the screen due to damage of ccd unit. Light guide lens broken. The coating of universal code was cut off. The connecting tube is crumpled. There is the wrinkle at the universal code. Corrosion at the electrical connector due to leakage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed that the suggested event was due to physical stress, chemical stress, storage environment etc. The user can properly detect the suggested event by handling device in accordance with the following instructions for use (IFU) statement: ¿operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the user can reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU statement: ¿important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Reprocesing manual: general policy: precautions warning: this instrument is not durable, or does not have sufficient durability against the respective methods stated in the guidelines of each country for destroying or inactivating prions. For information on the durability against each method, please contact olympus. If cleaning, disinfection and sterilization methods not stated in this instruction manual are performed, olympus cannot guarantee the effectiveness, safety and durability of this instrument. Make sure to confirm that there is no abnormality before use, and use under responsibility of a physician. Do not use if any abnormality is found. Storage and disposal: warning: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Storing the endoscope in direct sunlight, at high temperatures, in high humidity or exposed to ozone, x-rays and/or ultraviolet-rays may damage the endoscope or present an infection control risk.¿ olympus will continue to monitor field performance for this device.